Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device check, it was noted that the implantable pulse generator (ipg) exhibited an unknown power on reset (por) after elective replacement indicator (eri) had triggered. It was also noted that the right ventricular (rv) lead exhibited a low impedance causing a polarity switch. The ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.